Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed to be trained on their insulin pump. Their lowest blood glucose level was 380 mg/dl. Their blood glucose level had been up to 600 mg/dl. They did not mention any form of treatment. Troubleshooting was not performed for the high blood glucose. No further information was provided. The device will not be returned for analysis.